Event description:
It was reported that during a cholecystectomy procedure four clips were fired, after a short time, one clip felt from the vessel. New try to set a clip - clip came cross over from the instrument and fell off. No noises. There are photos available. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). In conclusion, based on the photographic evidence, it confirms the complication described. However, hands on analysis of the device may provide that evidence to determine the cause of these complications. Clips that do not appear to have been closed down completely are typically the result of the clutch safety feature built into the device. If during the firing sequence, the jaws sense too much force to compress, the clutch will disengage the jaws to prevent them from getting damaged. This can occur when clamping on a dense or structure that is outside the design range of the clip applier. The causes of clip scissoring typically can be attributed to excessive forces being applied to the clip and clip jaws during firing. The hands on analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) - photographs additional information: did the clip scissor? Yes the clip was crossed. Did the clip fall from the tissue? Yes. Did the clip fall from the device? No. What vessel or structure was the device fired on at the time of the event? A. Cystica. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom?no. Clips that do not appear to have been closed down completely are typically the result of the clutch safety feature built into the device. If during the firing sequence the jaws senses too much force to compress the clutch will disengage the jaws to prevent them from getting damaged. This can occur when clamping on a dense or structure that is outside the design range of the clip applier. The causes of clip scissoring typically can be attributed to excessive forces being applied to the clip and clip jaws during firing. Conclusion: the photographic evidence confirms the complication described. However, based on photographic evidence alone it cannot be determined the cause of the complication. Hands on analysis of the device may provide that evidence to determine the cause of these complications.